Event description:
It was reported that the implantable pulse generator (ipg) "stopped working" and exhibited premature battery depletion. The patient is now deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.